Event description:
It was reported that information was received from a patient regarding an external device. The reason for call was patient reported they were having issues with their controller and the issue began on saturday. Patient noted they were trying to charge the controller after charging their implant and the controller wouldn't light up so the representative walked them through removing the battery and reinserting the battery then plugging the ac power supply cord into the controller and patient did not recall if there was a green light blinking above the screen. Patient previously got a recharge the controller message. Patient also noticed a bend by the recharger paddle when they started having an issue with the controller. During the call patient denied visible damages in the controller charging port, battery, and battery compartment. Agent walked patient through removing the battery pack and plugging controller into the ac power supply cord; patient confirmed controller powered on and got no device found. Patient inserted the battery and confirmed green light was blinking above the screen. The issue was not resolved. An email was sent to the repair department to replace the recharger (rtm).

Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6), UDI#: (B)(4), h3: product ID: 97755, serial/lot #: (B)(4) was returned for product analysis. Analysis found there was an antenna temp test recharger antenna failure. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.